Event description:
It was informed that during a colonoscopic polypectomy, the doctor attempted to release the loop of the subject device after the doctor ligated the polyp. But the doctor couldn't release it. The doctor forcibly pulled the subject device and excised the polyp without detaching the loop from the polyp. After that, there was bleeding, but the doctor stopped bleeding by the clip. There was no other patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the root of the loop was crushed. As the result of checking the tube sheath and the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the doctor couldn't release the loop of the subject device, because the loop was released in the tube sheath for some reason and the loop was caught in between the hook and the coil sheath due to pulling the tube sheath with the loop released. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. This report is being submitted as a medical device report in an abundance of caution.